Event description:
Report received indicated that during a percutaneous transluminal angioplasty to the right common iliac artery, the tip of the catheter became separated. No anomalies were noted during device inspection and preparation. A contralateral approach was made. The lesion was moderately calcified and located at the bifurcation with a sharp severe take off at the distal aorta/iliac. The vessel was tortuous. The lesion was 85% stenosed. Resistance was not present while advancing the stent delivery system (sds) over the guidewire. The sds delivered just fine over the horn. As sds was being retrieved back into the delivery sheath located at the bifurcation (iliac), the physician was met with some resistance. He then pulled the delivery catheter back with a little more force and noticed the tip of the sds catheter up against the outer wall of the proximal end of the deployed stent still on the wire. After approx 30 minutes, the tip was snared back into the delivery sheath and removed from the pt. No complications or adverse events were noticed post procedure.

Manufacturer narrative:
This product has been returned for evaluation and testing, however, the failure analysis report is not yet completed. Additional info will be sent within 30 days upon receipt.